Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that during a routine follow-up, this device was observed to have depleted at a rate no as expected. The patient has been instructed to proceed with device change out. Procedure not yet completed. No resulting adverse patient effects have been reported. The patient was confirmed hemodynamically stable.